Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 4003 lead, implanted: (B)(6) 1988. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with syncope. A remote transmission observed the right ventricular (rv) and right atrial (ra) leads with unipolar non-physiologic oversensing. The leads remain in use. No further patient complications have been reported as a result of this event.